Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Concomitant medical products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis and experienced left sided deflation post procedure. As a result, bilateral prosthesis replacement with 375cc mentor smooth round moderate profile saline prostheses was performed.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/9/2019. Device evaluation summary: it was reported that a 45-year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis and experienced left sided deflation post procedure. During evaluation of the sample it a rupture measuring approximately 0.3 cm was noted on the anterior aspect. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were discovered. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/10/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).